Event description:
A red alert detected on (B)(6) 2013, stating that this lead is experiencing high impedance. This was implanted on (B)(6) 2007, and still in active use. The physician was dr. (B)(6), at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).